Event description:
It was reported that the pump became hot to the touch, and a temperature alarm was recorded. There was no adverse impact to the customer¿s blood glucose level. Technical support advised replacing the pump and sent a replacement with updated software. The customer was instructed on how to return the faulty pump and advised on transferring settings to the new pump. The customer acknowledged all instructions and will continue using the current pump until the replacement arrives.